Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2023, znyo medical received a report from a customer reporting the pump had failed 30psi at 245. No patient injury/harm reported.

Manufacturer narrative:
Classified as a service request. This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported hex file request does not represent a device failure and does not meet the criteria for a complaint. There is no evidence of device malfunction, and no change in device values was observed. This event is classified as a service request. Reference to complaint # (B)(4).